Event description:
(B)(4) study. It was reported that chest pain occurred. In may 2010, the subject presented with stable angina and cardiac catheterization was recommended. The index procedure was performed. Target lesion #1 was a de novo lesion located in the mid right coronary (rca) artery with 70% stenosis and was 20 mm long with a reference vessel diameter of 2.5 mm. The physician was treated the lesion with direct placement of 2.50mm x 24 mm taxus liberté stent and a non-taxus liberte stent was placed in mid left anterior descending (lad) artery with 0% residual stenosis. One day post index procedure the subject was discharged on aspirin and prasugrel. In (B)(6) 2013, the subject presented with slight atypical chest pain. Cardiac catheterization was performed and non target vessel revascularization was performed to treat the event. At the time of reporting, dapt status was unknown. Eight days post procedure the outcome of the event was resolved without residual effects.

Manufacturer narrative:
Device is a combination product. Device evaluated by manufacturer: the complaint device was not returned for analysis. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was further reported that in (B)(6) 2013, the subject visited for a follow up to the physician¿s office and complained of having some off and on mild chest pain. The subject was scheduled for a non emergent outpatient catheterization. At the time of the event, the subject was on aspirin and clopidogrel. The subject was not on study drug and had never taken it during the study. The 90% stenosis in the proximal rca was treated with the placement of two 2.75 x 8 mm non-bsc stent resulting in 0% residual stenosis. The subject was discharged on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4).